Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2.7mg/ml dilaudid at 0.4485mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had been hospitalized or gone to the emergency room 6 times since the implant of the pump. The patient had been checked out head to toe and the patient's child did not think it was necessarily the pump, but the medication. The consumer reported that the patient will go through bouts of constipation, and then will go into the bathroom and start talking crazy like they're drunk. The consumer reported the patient's potassium, electrolytes, and sodium are low (life threatening), and blood pressure was so high that it was as if the patient was having a stroke. It was reported the patient ended up in the hospital 3 weekends in a row in (B)(6) 2017 due to their low levels. It was reported that some nights the patient would be really cold, hot to the touch, and their face was bright red. It was reported that the healthcare professional does not think the medication was the issue. The consumer reported that the patient had everything you can think of looked at. The patient was doing a lot better and acting normal and then the patient had a refill and that night the same symptoms reemerged. The consumer stated that on (B)(6) 2018, the patient had a large bowel movement, started gagging, and spitting up foam, stick phlegm, the patient was cold, hot to the touch, and their face was bright red. The patient's temperature was normal and their blood pressure was 171/93 which is normally 90/60. The consumer reported that the patient woke up on (B)(6) 2018 at 10am and ate breakfast and then went to take a nap. The patient was freezing cold and had zero energy. The consumer stated the patient had been suffering from a terrible back and leg problem for about 20 years. A heart monitor showed the patient's heart was fine. No further complications were anticipated/reported.